Event description:
It was reported that this patient underwent a medical procedure for an unspecified issue. Electrocautery was used during the procedure which resulted in noise and oversensing on the right ventricular (rv) channel. Presenting electrogram (egm) showed the device was operating as programmed. The device was subsequently explanted and replaced four years later. No additional product performance issues were reported or documented with product return. No adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent a medical procedure for an unspecified issue. Electrocautery was used during the procedure which resulted in noise and oversensing on the right ventricular (rv) channel. Presenting electrogram (egm) showed the device was operating as programmed. The device was subsequently explanted and replaced four years later. No additional product performance issues were reported or documented with product return. No adverse patient effects were reported.